Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/17/2025, a sales representative reported via phone that an ar-1588al-cp2 allograft graftlink implant systems suture broke. This occurred during an acl reconstruction on (B)(6) 2025, they began reducing the button and finalizing the tension when the suture broke. The anchor remained in the patient. Additional knots were tied to ensure the graft wouldn't back out the femoral socket. This resulted in a delay of about 20 minutes which did not require additional anesthesia. There was no patient harm.